Manufacturer narrative:
Unit passed displacement test. The p-cap / reservoir locked properly during testing. Unit received with fading serial number label. Unit received with minor scratched display window, case and keypad overlay. No loose or physical damage to retainer or reservoir tube lip was noted per visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the retainer ring was loosened. Customer's blood glucose level was unknown. Customer also stated that they were not using activity guard. The device will not be returned for analysis.